Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez2363 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the removal the device was found detached near the insertion site. The detached portion was removed by a surgeon.